Event description:
Balloon checked by md prior to insertion. No difficulty with insertion. Catheter advanced too far. Md decided to remove and replace. Balloon deflated. During removal, catheter appeared to be caught. Greater than usual force required to remove catheter. Balloon found to be inverted over tip of catheter. New catheter inserted. Pt coughed up approx 15-30 cc of frank red blood. Mouth suctioned. Approx 1 hr & 15 minutes later, pt expectorated small amount dark red blood (1-2 cm in size). No further intervention required. Another catheter inserted without difficulty. Rptr is unable to determine which lot # belongs to the problem catheter.